Event description:
Acct reports that when the nurse was pushing a critical medication into the y-site the rubber septum pushed into the housing. Unsure if rn was using a needle or the bd cannula (303345). States there was no long term pt injury, but the pt was hypertensive and needed the med immediately. Due to the failure of the septum, the med was delayed.